Event description:
Home pt (hp) contacted baxter technical service center regarding a reload set 158 alarm that occurred during prime. Apd therapy was discontinued at the time of the incident. Hp stated a hole in the pt line was leaking. Per the hp no pt injury or medical intervention was associated with this event.